Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A forty-four-year-old female patient underwent escalation of temporary mechanical circulatory support from impella cp to impella 5.5 after a complex clinical course. The patient had a long-standing medical history significant for prior strokes, thrombotic events, and bleeding episodes approximately ten years before the initiation of temporary mechanical circulatory support. Patient support pathway included ECMO, subsequently ECMO + impella cp, and ultimately ECMO + impella 5.5. During the course of support, a cranial CT scan revealed a subdural hematoma (sdh). Based on the severity of findings and overall prognosis, care was withdrawn. The patient later became an organ donor. Given the clinical complexity, the extended use of multiple mechanical circulatory support devices, and the presence of significant pre-existing risk factors, we are conservatively reporting the patient¿s death. At this time, based on the available information, the impella 5.5 device is considered unlikely to be associated with the fatal outcome. The patient subsequently expired.

Manufacturer narrative:
D4, UDI, has been updated. The cause of the stroke was not determined due to insufficient clinical details. The pump passed all post sterile inspection checks.

Manufacturer narrative:
D1 (brand name), d4 (serial & catalog) has been updated. D10 (concomitant) has been added. Ppae (stroke): the root cause of the injury was not determined due to insufficient clinical details.